Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical diabetes specialist reported that on (B)(6) 2025 the user experienced hypoglycemia with a bg of 42 mg/dl, lost consciousness while driving, and was involved in a car accident. The user was transported by ems to the hospital and treated with IV fluids before being discharged the same day. No further complications were reported.